Event description:
Affiliate reported that once the valve was implanted and set at 40 mhg flow rate, the surgeon realized that it caused an excessive flow rate and that caused a problem at the peritoneal for the patient. The valve was thus explanted and a new one implanted. No other adverse patient consequences reported.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.